Event description:
During an endoscopy procedure, a cook instinct endoscopic hemoclip was used to clip a peg tube placement area [this is outside the intended use]. The device was advanced through the accessory channel of the endoscope and into position. The clip was closed and attached to the tissue site. However, the clip would not release from the catheter of the clip deployment device. The clip was able to be reopened. The clip was again closed onto the tissue site and it would not release from the catheter of the clip deployment device. At this time they noted that the drive wire inside the handle snapped and the clip would not reopen. The clipping site was small and they were able to remove the attached clip with no harm to the patient. A clip made by another company was used to complete the procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved found the drive wire separated inside the handle. The proximal end of the drive wire was distorted in an abnormal manner such that adequate securing component assembly could not be assessed. Therefore, the handle spool was disassembled to verify the condition of the securing component tip. The tip showed deformation where it contacted the drive wire thus indicating proper assembly of the securing component. Using hemostats to grasp the drive wire, the clip was opened and closed. An increase in resistance was observed in the movement of the drive wire once the clip was pulled halfway into the housing prior to deployment. The device was advanced into olympus gif q20 2.8 endoscope in a simulated upper gi position with the tip in the maximum retroflexed position to simulate a worst case position. Using the hemostats, the clip did successfully deploy on simulated tissue. The drive wire was removed from the device, visually examined, and determined that the drive wire was correctly manufactured. The hook of the drive wire is intact. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. In addition to the device said to be involved, seven (7) sealed devices from the same lot number were also included in the return. The seven (7) unused devices were returned in a sealed pouch. The foam tip protector was correctly in place on each device. An increase in resistance was observed in the movement of the drive wire once the clip was pulled halfway into the housing prior to deployment. Each device was advanced into an olympus gif q20 2.8 endoscope in a simulated upper gi position with the tip in the maximum retroflexed position to simulate a worst case position. The clip of each device was successfully deployed on simulated tissue by applying an expected amount of force to the handle spool. Therefore these devices functioned as intended. The device history record for the lot number said to be involved was reviewed. A discrepancy of anomaly was not observed with the product that was released for distribution. Investigation conclusions: the user stated that this device was used to close a peg tube placement area. The intended use of the device states: this device is used for endoscopic clip placement within the gastrointestinal tract for the purpose of endoscopic marking, hemostasis for mucosal/submucosal defects less than 3cm in the upper gi tract, bleeding ulcers, arteries less than 2mm, and polyps less than 1.5cm in diameter in the gi tract. This device is not intended for the repair of the gi tract luminal perforations. Resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to damage of device components such as the hook at the distal end of the drive wire or the security of the drive wire to the handle. The instructions for use instructs the user to verify smooth handle operation and clip operation prior to use. Instructions for use states to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip. Instructions for use states if clip deployment device is used with endoscope in a torqued or retroflexed position, clip deployment difficulties can occur. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity, a review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.